Event description:
Per the clinic, the patient experienced a skin necrosis at the receiver/stimulator site, resulting in the decision to explant the device. Subsequently, the device was explanted on (B)(6) 2025. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at implant site followed by skin breakdown which led to extrusion of the receiver/stimulator. The patient was treated with oral and intravenous antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery (specific date not reported).